Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/17/2020. Additional h6 component code: g07002 - conforming device. A manufacturing record evaluation was performed for the finished device batch pkb752, ep8729h56 and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture broke when applying little force to it or the needle detached. An opened box with a total of thirty-eight unopened samples of product code ep8729h, lot # pkb752 were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Could you please confirm if these two issues occurred in one single procedure? Could you please confirm which lot number is related to the breakage suture and which lot number belongs to the pull off issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when applying little force to it and the needle detached off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.